Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient cassette tubing fell off the red part and the tubing was hanging during their pd treatment. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex, po, three times a day for 3 days. (B)(6)confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on their cycler without issue and without reoccurrence of the reported event. (B)(6) confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. During the visual inspection was found a missing white connector from the heater line. No solvent application was observed in the tubing. The reported event was confirmed during sample evaluation. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.